Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that when the hybrid chuck attachment was operated in reverse, the chuck released the drill. The drill was removed from the patients bone using a hand wrench, and without medical consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
. DHR review was performed. Device was 28 months old and is not out of box failure. The device was not returned for complaint investigation. Photos were provided; however, they did not confirm the reported event. The device could not be physically inspected in an effort to confirm the defect. Additional clarification confirmed the allen key was not used. A definitive root cause cannot be determined. Device is used for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.